Event description:
It was reported during insertion of the deep brain stimulation (dbs) burr hole cover the cap appeared distorted. There were no complications and the cap was replaced. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_stimloc_acc, product type accessory. Final analysis of the burr hole cover cap revealed no anomaly.